Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results when compared to how they felt. As a result, the customer felt foggy and lightheadedness. The customer was able to self-treat with some food, apple juice and chocolate. The customer was then seen at the emergency room (ER) where a glucose result of 206 mg/dl was obtained, and IV fluids was administered for dehydration. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed on the returned sensor patch and no issues were observed. Data extraction was successful. A watermark was not observed at the base of the sensor. The sensor was sent for further investigation and de-cased. No issues were observed upon visual inspection of the printed circuit board assembly (pcba.) The sensor was reprogrammed and a source measure unit (smu) test to check that the returned sensor¿s electronics were functioning properly was performed. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, this issue is not confirmed. An extended investigation has also been performed for the reported complaint. Dhrs (device history review) for the freestyle libre sensor and freestyle libre and sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.